Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a coolflow® irrigation pump and high flow rate did not activate or deactivate when needed. During a procedure, the pump would not change the flow rate from low to high when ablation was started and from high to low when ablation was finished. In addition, the generator was not showing power and wattage. Troubleshooting was performed: generator was rebooted and display issue was resolved. The stockert-coolflow pump cable was reseated and the flow rate problem was resolved. The procedure was completed without patient consequence. Since the flow rate did not activate from low to high flow rate when ablation was initiated and deactivated from high to low rate when ablation was finished, it was determined for this complaint to be reportable due to the potential risk to the patient.

Manufacturer narrative:
Concomitant bwi products: product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4). The investigational analysis has been completed. Rebooting the equipment, the display issue was resolved. Reseating the stockert-cfp cable resolved the flow rate issue. After this, no other malfunction of the equipment was found. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. Management is notified of failure analysis through the monthly trending reports no significant trends have been identified at this time; therefore no CAPA is requested at this time.